Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the system. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received, mentioning that there was performed testing at clinic (isometrics/pocket manipulation/impedance testing) which showed no noise and stable measurements. After that again, there was high oor impedances observed. To perform a defibrillation threshold (dft) test was suggested. No adverse patient effects were reported. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the system. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the system. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received, mentioning that there was performed testing at clinic (isometrics/pocket manipulation/impedance testing) which showed no noise and stable measurements. After that again, there was high oor impedances observed. To perform a defibrillation threshold (dft) test was suggested. No adverse patient effects were reported. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received, mentioning that this system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The sli had previously been 137 ohms. With a battery life of five years, it is recommended to assess the integrity of the pulse generator and lead system, considering replacement of one or both components. Due to the elevated sli and fc1005 code, replacing the lead is advised to ensure effective energy delivery and protect the patient. A commanded shock was performed. The system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. It was noticed that the intrinsic amplitudes had ben jumpy. Boston scientific technical services (ts) consulted the data through nxt and it was noticed that the measurements behaved in spikes. Ts recommended further evaluation for the system. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received, mentioning that there was performed testing at clinic (isometrics/pocket manipulation/impedance testing) which showed no noise and stable measurements. After that again, there was high oor impedances observed. To perform a defibrillation threshold (dft) test was suggested. No adverse patient effects were reported. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received that a commanded shock was performed, which revealed a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The sli had previously been 137 ohms. With a battery life of five years, it is recommended to assess the integrity of the pulse generator and lead system, considering replacement of one or both components. Due to the elevated sli and fc1005 code, replacing the lead is advised to ensure effective energy delivery and protect the patient. A commanded shock was performed. The system remains in service. No additional adverse patient effects were reported. Additional information confirmed this lead was successfully explanted and replaced. No additional adverse patient effects were reported.